Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions. Implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts. The clinical significance of this effect is uncertain, as similar changes may occur as a precursor to or during the healing process. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. " evaluation of the returned component found the bearing surface exhibited wear, apparently due to a third body material trapped in the clearance. There was no evidence of changes in surface contour at the edges of the contact area, from which it is inferred that wear rates were not excessive. Brown deposits were observed in the morse taper of the component, but the identity and source of these deposits could not be determined by visual examination. (B)(4).

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(6), 2011 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and attached user facility report are for the same patient, part number and event. This report filed (B)(6), 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2004. Subsequently, the patient was revised on (B)(6), 2011. During the revision procedure, the surgeon noted metal debris, corrosion on head/neck taper and pseudotumor. The acetabular cup and modular head were removed and replaced.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2004. Subsequently, the patient was revised on (B)(6), 2011. During the revision procedure, the surgeon noted metal debris, corrosion on head/neck taper and pseudotumor. The acetabular cup and modular head were removed and replaced.